Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician preformed a novasure endometrial ablation on (B)(6) 2017 and completed the procedure. "The doctor felt the ablation was not the results she wanted and wanted to try ablating again." The physician then went back in using the same device and felt she had perforated. The physician performed a laparoscopy and visualized a "small perforation." The physician "controlled the bleeding by rinsing it." The patient was discharged home.